Manufacturer narrative:
On (B)(6)2021, biosense webster inc. Received additional information indicating the patient was male. A surgical consultation was done after pericardiocentesis; however, there¿s no confirmation that surgical intervention was required. Patient¿s condition had improved. Prolonged hospitalization was not required. Physician¿s opinion on the cause of the adverse event is that it was procedure related. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30462508m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure while ablating the right ventricle outflow tract (rvot), the patient became hypotensive. Cardiac tamponade was then confirmed and pericardiocentesis was performed to drain the fluid from the pericardium. There¿s no indication that prolonged hospitalization was performed. Follow up with surgery was done after pericardiocentesis; however, there¿s no confirmation that surgical intervention was required. Physician commented the adverse event was related to approach issues rather than the product in itself. No biosense webster inc. (Bwi) product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.